Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient advocate contacted boston scientific's technical services (ts) on february 1, 2016 to report that this patient had died on (B)(6) 2016. Ts was informed that this device was implanted on (B)(6) 2015 and that the last device check in (B)(6) 2015 was normal. Approximately four weeks ago, the patient was admitted into the hospital due to cardiac arrest. It appears that the patient advocate was told by a health care professional (hcp) that the device may not have functioned properly.ts commented that the regular checks are performed by the device to check function associated with storage of device data. The device's expected response would depend on programming, the patient's medical condition and the type/rate of the patient's heart rhythm. Ts suggested that the patient advocate could follow-up with the hospital or physician to see what was documented at the time of the cardiac arrest in the hospital. The coroner or funeral home could be contacted to determine if the device was explanted post-mortem or buried with the patient. Boston scientific received information that the local representative contacted the clinic nurse. The clinic nurse did not have any information concerning the death of this patient.